Event description:
Information was received from a consumer regarding a patient who was receiving clonidine and morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was unknown. It was reported the patient had symptoms that the pump was not working. The patient was really dizzy, sick, can't handle certain smells, the symptoms she gets when her pump dies. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Correctiono/update: pump indication for use also includes failed back surgery syndrome.

Manufacturer narrative:
Corrected information: the explant date of (B)(6 )2006 should not have been included on the initial MDR as it¿s unclear when the patient had the symptoms with the pump and if the device explant was related to the reported event. If information is provided in the future, a supplemental report will be issued.